Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2016 with the following findings: evidence of short battery life is illustrated with drastic 11counts voltage drop on 06/07/16. The battery compartment/cap are undamaged and able to fit securely. ¿ez-prime¿ steps were performed correctly, all currents draw are within specifications. Unable to duplicate ¿short battery life¿ complaint. The product performs within specifications. The pump¿s cover was removed, no intermittent condition was found to the cgm module or to the pcb. The bolus button cover is torn, the bolus button responds properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.